Event description:
Customer alleged 4 sets of discrepant blood glucose values when testing was performed back to back on the aviva system: 507 mg/dl and 109 mg/dl; 107 mg/dl and 232 mg/dl; 130 mg/dl and 316 mg/dl; and 133 mg/dl and 70 mg/dl. The customer reported no symptoms in connection with these results. Customer did not receive treatment based on the results. No serious adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.